Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, this was a fusion of pelvis for pelvic fracture. Procedure was completed successfully with out any surgical delay. After surgery, on (B)(6) 2023, the surgeon suspected that the screw in question might be out of proper position. On (B)(6) 2023, it was confirmed that the screw was out of proper position, and a reoperation was performed on the same day. In the reoperation, a screw of the same product code was re-inserted properly, and the reoperation was completed successfully. Postoperative CT also showed no problems. The surgeon commented as follows; there was no problems in the screw or instruments. The surgeon thought that the screw had been inserted properly at the time of the initial surgery, but the screw became out of position because the patient's bone hardening was severe. No further information is available. This report is for one (1) viper prime cfx x-tab polyaxial screw 5.5 7 x 40mm. This is report 1 of 1 for complaint: (B)(4).